Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and a virus on (B)(6) 2017. Customer's blood glucose was 545 mg/dl. Customer reported that blood glucose was not lowering even after treating with pump. The customer was wearing the insulin pump at the time of hospitalization and was hospitalized for three days. Customer declined troubleshooting due to having an appointment.